Event description:
The customer reported that the system would not boot up and displayed a precharge voltage error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cap module was replaced. The system was then found to be operating as intended.